Event description:
(B)(4). Treatment of a large unruptured saccular sidewall aneurysm measuring 15mm x 7mm located in the right ica (internal carotid artery). The patient presented with dizziness and headache. The patient was on antiplatelet therapy prior to the procedure and heparin was given intra-operatively. On (B)(6) 2012, the patient underwent pipeline (5mm x 35mm) embolization treatment without issues. Post procedural angiogram showed complete occlusion. On follow-up visit on (B)(6) 2012, the dizziness was reported as resolved. On (B)(6) 2013, angiogram revealed full thrombosis and shrinkage of the aneurysm. On (B)(6) 2013, the headache resolved. On (B)(6) 2013, 6-month angiogram showed migration of the pipeline. There was 100% occlusion and no symptoms were noted. No adverse events were reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).